Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and/or incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Event description:
On 07/11/2025, a distributor reported via email that an ar-8978p dx swivelock sl was unable to release the screw portion of the anchor, and they had to pry it off by hand. The case was completed, and no breakage occurred inside the patient. This was discovered during a scapholunate internal brace procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 07/22/2025: a new ar-8978p was opened and used to complete the case successfully. The surgery was carried out without delay, and no additional anesthesia was administered. A gold 3.5 mm drill from the internal brace kit prepared the bone socket for implant insertion. The patient's bone quality was assessed as fair.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.